Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the mid right coronary artery (rca). There was a 95% stenosis with calcification, and the vessel was moderately tortuous. The physician predilated the lesion with a 2.00x15mm maverick2 balloon. The physician had difficulty crossing the lesion with the 3.50x24mm taxus express2 drug eluting stent delivery system (sds). The physician removed the sds from the patient and noticed that the stent was "lifted up." The physician dilated the lesion again and successfully completed the procedure with another of the same size taxus express2 stent. The patient condition is listed as good.